Manufacturer narrative:
On 20th dec 2024, the user informed senseonics that the cgm showed results that were different from glucometer measurements. A review of the dms data showed transient signal and reference channel instability starting (B)(6) which coincided with the inaccuracies observed by the user. The system recovered from this instability around (B)(6) and showed better agreement between sensor glucose and blood glucose onwards. The instability observed is potentially due to poor recovery from impacts to the insertion site affecting the in vivo state of the hydrogel, such as the hydrogel interface being interfered with coagulated blood. Case notes do not mention any impact to the insertion site. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. This most likely contributed to the observed sensor inaccuracies.a transmitter replacement was approved for this user for the purposes of upgrading their firmware and is not related to the reported event. No further investigation into the transmitter is required. B4. Date of this report 19 march 2025. G3. Date received by the manufacturer? 19 march 2025. H3. Device evaluated by manufacturer? Yes. H6. Component code updated to 510. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where reported inaccuracy in sensor readings. No injury or medical intervention was reported.